Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient went through an adjustment done by their physician's assistant and it didn't go well. The patient thought that it was too high on both sides and was a little out of breath. This morning the patient went to take medication and at some point they thought they accidentally turned the therapy off by mistake. The patient stated they thought they better adjust it so they adjusted it from 220 on both sides to 190 and 180 and lowered it because they thought it was too high. Patient stated they would call back later after they talked with their healthcare provider (hcp) about the adjustments. No further complications were reported as a result of this event.